Event description:
A customer in the us reported to agfa, while using the dx-d 100 system, the collimator fell from the system. The customer reported they were in the process of rotating the tube to align over a patient, when the system collimator fell off the tube mounting bracket. The operating technician was able to catch the collimator before it struck the patient. Agfa service responded and completed checks of the dx-d 100 system. The investigation by agfa confirmed the root cause is the incorrect mounting of the system collimator by the local service engineer. In a previous service, the dx-d 100 system collimator had been replaced. This event was the customer's first use of the collimator since the collimator replacement. The local service engineer incorrectly mounted the collimator and did not replace the flange, which caused the collimator to fall. Agfa local service has now correctly mounted the collimator and replaced the flange. Several checks of the system were completed including rotating the tube and twisting the collimator. The unit is now working as intended and no further events have been reported. The dx-d 100 systems already contain an explicit caution warning concerning mechanical collimator installation "carefully follow the mounting instructions and make sure that the collimator is correctly assembled. Incorrect mounting could be dangerous: it could cause the collimator to fall or to operate inaccurately". An additional preventive action will be taken to include a general service bulletin communication to all servicing engineers that stresses the correct mounting of collimators and with references to all applicable manuals. There has been no reported harm to patient or users for this event.